Event description:
The user facility reported a 60-year-old male was implanted with an impella cp and was escalated an impella 5.5. The 5.5 was successfully placed and then automated impella controller (aic) alarms occurred that prompted the team to troubleshoot. The impella stopped, air was in the purge, and the impella stopped retrograde flow. In an attempt to resolve the issue, the console was reportedly turned off and then back on, but the alarms reportedly persisted. The console was then exchanged for a backup. There were no adverse events. Instructions for use were followed and the aic was replaced. No lasting harm or injury to the patient was reported.

Manufacturer narrative:
The investigation has been completed. The product was returned. Console logs from the reported day of event were mostly consistent with the complaint and confirmed presence of alarms. However, they do not support the report of alarms being unresolved after automated impella controller (aic) shutdown. In fact, the aic shutdown could not be performed due to false pump detection - console was powered down after alternating current (ac) power was disconnected and batteries were disengaged. After the aic powered back up, the original alarms were resolved, and only ¿unexpected controller shutdown¿ alarm was shown. Further analysis of the console logs revealed loss of data from the optical bench that was caused by a combination of a software (sw) defect that presented itself after the pump was unplugged during case start, and a most likely malfunction of 4-in-1 mis-reading signals. Because the data from the optical bench was not being received/processed, pump detection mechanism malfunctioned, and after the pump was disconnected from the console, the decrease in motor current (to 0ma) was misinterpreted as ¿pump stop¿. The console was tested, but the issue could not be reproduced. Inspection of the optical system revealed minor damage to the optical pump connector fiber, that was unrelated to this failure mode. The root cause of the aic issue was a software issue.